Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. During procedure outside the patient, as the device was being stretched with the obturator the internal bolster detached. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during a percutaneous endoscopic gastrostomy replacement procedure on may 19, 2022. During preparation, the internal bolster detached was stretched with obturator, it detached outside patient. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. Additional information received on june 23, 2022. The obturator punctured the securi t anchor pocket.

Manufacturer narrative:
Correction: block h6 (device codes) and b5. Block h6 (evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.